Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the pump and the touch screen became shattered. Customer is unable to see anything on the pump due to the shattered screen. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.